Event description:
It was reported the patient never had therapeutic effect and they had their device implanted about three years but it never worked. It was stated that two weeks prior to report they took out the old device and put a new one in. It was stated the new implant was performed on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v243043, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).